Manufacturer narrative:
Additional information received on march 14, 2022 indicated that health care professional called in mentor, and confirmed patient is experiencing capsular contracture baker grade IV on the right, and not deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation revision with a 630cc mentor smooth round high profile, saline breast implant experienced bilateral unknown baker grade capsular contracture, and right sided deflation post procedure. The capsular contracture is more on the right side. The patient has lots of pain and the doctor put her on medication, and massage. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.